Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had just filled her insulin pump, rewound the insulin pump, filled the tubing and was not able to go beyond the filling the tubing stage. The customer stated that the numbers were not coming up on the screen. The customer's blood glucose was 536 mg/dl. The customer stated that she had high blood glucose because she ate dinner and needed to take her insulin. The customer treated herself with a manual injection. The customer declined troubleshooting for her high blood glucose. The customer was able to get out of the cycle with no problem. Advised customer to monitor the issue. The customer needed no further assistance. Nothing further reported.